Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is not "receiving any insulin when her sensor malfunctions." Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided and the alleged root cause could not be confirmed. The customer's blood glucose level was in the 400s mg/dl.